Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analyst noted the stored at/af episodes were terminated by the algorithm apparently interpreting the signal as far field sensing.

Event description:
It was reported that an atrial tachycardia episode terminated unexpectedly. It was determined that the device incorrectly detected far field r-waves (ffrw) instead of the atrial tachycardia episode. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4)

Manufacturer narrative:
Correction: evaluation codes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.